Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing and inlet tubing of the pump. Separations of these types could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, this device was explanted and replaced due to tubing breaks on both sides of the pump. No other adverse patient effects were reported.